Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9) occurred. Reportedly, the customer filled the cartridge with approximately 300 units. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.